Event description:
It was reported the pt ((B)(6)) was implanted with a surgical scs lead and two lead extensions for a two week trial. Following the procedure, the pt complained of stomach pain and a loss of sensation in the skin over her stomach region. The physician ordered a CT scan (results are unk at this time), then turned stimulation on. The pt reported feeling paresthesia in both legs. Further investigation identified in the physician elected to hospitalize the pt for observation during the trial period. It was reported the pt was exhibited in good response to stimulation and is receiving the desired pain coverage in her back. The pt was also examined by a surgeon who suspects the pt may have a bowl obstruction. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.